Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient present to the hospital after receiving a vibratory alert. The device was unable to be interrogated and premature depletion was suspected. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported field event of no communication and premature depletion could not be confirmed. The device was able to successfully establish inductive and rf telemetry when received. The patient notifier logs were also reviewed and no entries were recorded. Bench tests were performed, and the device was found to function normally. Longevity calculations were performed based upon the programmed device settings and determined that the battery depleted normally. The cause for the reported field event could not be conclusively determined.